Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer a had crack on their insulin pump's casing, near the battery casing. The customer also reported cracks at the corners of their display screen. Customer's blood glucose was 8 mmol/l. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.